Event description:
It was reported in-house that the patient step mounting hardware became loose and could cause the patient step to fall under a patient load. This could cause the patient to fall. There has been no reports of this event from the field. There has been no reports of patient injury.